Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event the patient was on a flight when she received an alarm from the pump that the cgm reading was high. The patient used a close loop system and insulin was being delivered automatically. A few minutes after, the patient started the get dizzy, and was not responding. When the plane was descending the patient lost consciousness. The emergencies were called and when a fingerstick was taken the cgm reading was high and the blood glucose reading was 30 mg/dl. The patient was brought to the hospital and was treated with glucose gel and potassium. The patient was discharged after 6 hours and was stable at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.